Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 100074006. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which it was determined that the left cylinder had developed a hole due to wear over time. Additionally, air was observed within the pump, which was noted to be collapsed. Both cylinders were explanted and replaced, while the reservoir was retained and reused. No patient complications were reported.